Manufacturer narrative:
Insulin pump passed self test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. Prime alarmed during basic occlusion test due to loose/protruded drive support disk noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 184 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.